Manufacturer narrative:
Of the 333 allegations of a malfunction, 250 pumps were returned to animas and investigated. Of the investigated pumps, 246 were found to be malfunctioning due to battery compartment cracks. During investigation for unrelated complaints, there were 467 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 333 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation range from 2-86 years of age and between 15 and 445 pounds. Of the reported patients, 145 were male, 187 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 78 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.